Manufacturer narrative:
A company representative visited the site and adjusted the treatment settings to optimize the system for the surgeon. The company representative communicated that the incomplete flap may have possibly been caused by ¿vertical gas breakthrough (vgb)¿. Vertical gas breakthrough is a complication that occurs as a result of escaping gas bubbles from the dissection plane into the sub-epithelial space. As gas bubbles form and break through to escape between the patient interface and the corneal epithelium, the bubbles can distort the system's laser light and cause areas of non-treatment. The treatment settings are user defined/controlled and can be modified by the surgeon. In addition, there are multiple factors that can contribute to the reported event such as, anatomical abnormalities, patient movement, proper docking, and/or surgeon defined system parameters can contribute to the likelihood of an incomplete flap. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information received; this event is thought to be originated from vertical gas break through and has been resolved by adjusting the flap thickness.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an uncut area at the flap stage and the flap could not be opened. Surgery was cancelled and postponed. Upon additional follow up it was reported the patient has not had any problems after the surgery.